Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. A second mitraclip was then implanted to further reduce mr. After deployment there was a single leaflet detachment (slda). The procedure was discontinued; the final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2026, it was reported that the patient returned with recurrent grade 4 mr. On an estimated date, (B)(6) 2026, it was reported that the patient underwent open heart surgery to fix the mitral valve. During the procedure, it was identified that the first clip implanted during the original procedure had opened to approximately 5-10 degrees. No additional information was reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. The reported recurrent mr appears to be related to the clip opening. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstance as the patient returned to the hospital due to the reported issue and underwent open heart surgery to fix the mitral valve. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. After deployment there was a single leaflet detachment (slda). A second mitraclip was then implanted for stability and to further reduce mr. The procedure was discontinued; the final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2026, it was reported that the patient returned with recurrent grade 4 mr. On an estimated date, (B)(6) 2026, it was reported that the patient underwent open heart surgery to fix the mitral valve. During the procedure, it was identified that second clip implanted during the original procedure had opened to approximately 5-10 degrees. No additional information was reported.